Manufacturer narrative:
No product was returned for investigation. The cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp lost pulses in the right extremity. A femoral-femoral bypass was placed to resolve the ischemia. It was also noted that the perfusion catheter was not providing enough flow to the lower extremity. The impella cp was explanted and the patient survived. Additional information was received. The impella is not available for return. The impella was removed by vascular surgery due to small vessel size.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿